Event description:
Device issue: difficult to remove - closure device, failure to deploy - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after a diagnostic procedure. Reportedly, after clip deployment, it was not possible to remove the device. During removal, a dilator was inserted into one of the access ports and an assertive pull was applied to remove the device from the patient anatomy. It was believed that the clip was still in the device. Manual compression was applied to achieve hemostasis. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.